Event description:
Clinical narrative: a 66-year-old female with postcardiotomy cardiogenic shock (pccs) and a pre-support clinical condition consistent with scai shock stage c was supported with an impella pump. During support, the device functioned as intended at p-7 providing 3.9 l/min flow with d5w sodium bicarbonate utilized in the purge solution. An issue was reported in which the automated impella controller (aic) did not display impella flow and the placement signal was unreliable, accompanied by a "placement signal not reliable" alarm. The placement signal waveform was not visible on the aic screen following the event; however, pump positioning was confirmed by echocardiography and the pump continued to operate without functional problems. The user was prompted to replace the aic, and replacement of the console resolved the issue. The pump was not removed or replaced due to the event. The reported issue was isolated to the aic display and placement signal functionality, while the impella pump continued to perform as intended, and the issue was resolved following aic replacement. The patient expired while on support on 14jul2026. The death is conservatively being reported to the impella aic but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.